Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was also noted that visual summary analysis of the lead indicated apparent explant damage and that the lead indicated stretching. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for high pacing thresholds and noise. The patient's right atrial (ra) lead was also explanted and replaced for high pacing thresholds. No patient complications have been reported as a result of this event.